Event description:
Sling implanted (B)(6) 2010. Pt experienced retention issue. Sling was loosened in surgery on (B)(6) 2010.

Manufacturer narrative:
Lot number is unk; and, the device expiration date is unavailable. The device was implanted and will not be returned for examination. Retention is a known risk and included in IFU.